Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis. H6 codes: health effect - impact code problem code: f14 prolonged episode of care / code not available. H6 codes: health effect - impact code problem code : correction to disregard 4650 appropriate term/code not available. H6 codes: health effect - clinical code problem code: e1305 renal impairment/ code not available. H6 codes: health effect - clinical code problem code : correction to disregard 4581 appropriate term/code not available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. The patient reported being hospitalized for approximately four months. During this time, she stated that her dexcom device was providing inaccurate glucose readings. According to the patient, the estimated glucose values (egvs) were consistently lower than her bg meter readings, which she believes resulted in underdosing of insulin. She reported experiencing diabetic ketoacidosis (dka) and a kidney injury during the hospitalization. Shortly after admission, the patient also developed an infection and cellulitis, requiring three surgical procedures. The dexcom device was removed during her hospital stay due to the reported performance issues. The patient stated she was doing well at the time of the follow-up call with a clinical nurse on 03/11/2026. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.